Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to an unknown product performance issue and device was explanted due to other or non-product experience. Additional information indicated that the lead had dislodged during open heart surgery a few weeks prior. The md decided to explant this lead and replaced it with an active fixed lead. No additional adverse patient effects were reported.